Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2023 and (B)(6) 2023. The issue occurred with 3 same type of infusion sets used for an hour or two for first two sets and a day for third infusion set. The blood glucose level of the patient was 190 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.